Event description:
It was reported the pt wasn't receiving effective stimulation coverage. Reprogramming did not resolve the issue. It was noted the pt had bumped hard into a wall at her house. X-rays confirmed the pt's lead had migrated. Surgical intervention may be taken at a later date to address the issue.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.